Manufacturer narrative:
The device was returned to zoll. Our evaluation of the device confirmed the customer's fault. Visual examination of the wye circuit found a tear in the diaphram. This tear prevented the device from functioning properly. A replacement wye circuit was sent to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the device displayed "check leakage", "check circuit", and "replace circuit" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.